Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient revealed that they were connected to the setup for peritoneal dialysis therapy during prime. The technical service representative advised the patient that they needed to disconnect aseptically and start over with new supplies. The patient understood. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.